Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 7754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient felt like the stimulation would sputter down their legs and then turn off. This was bothersome to the patient. The issues started a couple of weeks prior to the report. The patient noted that their battery was sputtering and fading out and dying. The device would stay off for a while and then they would feel it come back on. The stimulation would fade out of the patient¿s legs and come back on. The stimulation would sputter again and thendie an hour or two later. The issue was not related to position. The patient was seen by a manufacturer representative a day prior to the report and cycling was not on. The patient met the representative on november 7th and there had been no improvements. The patient would adjust the device on their own. The patient had checked with their programmer when they felt the stimulation go away and the programmer indicated that the implantable neurostimulator (ins) was on. The patient¿s impedances were all normal and under 1000 ohms. There were no falls or trauma related to this event. The patient was told to keep their ins off. The patient met with a manufacturer representative on november 10th and the device interrogation file was pulled to be analyzed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.